Manufacturer narrative:
This is a known issue for which a report of correction has already been sent to FDA.

Event description:
It was initially reported that during device testing the ventilator failed system leak test at the safety valve. On 8/11/2021 nkom was made aware that when the customer stated it failed system leak, the customer meant there was a gas leak coming from the bottom of the ventilator. There was no reported patient involvement.